Event description:
A return was received stating that the phaco cassette unit would not capture into the machine. There was a 3 to 4 minute delay in the surgery as another cassette was used. There was no effect on the pt due to the delay.